Manufacturer narrative:
The device was received on (B)(4) 2009. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.10ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. The device history indicated that the pump continued to be in use after the review of the device history that was conducted on (B)(6) 2009. All data from the customer reported dates between on (B)(6) 2009, were overwritten by the newer information. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a patient death while device in use. On an unspecified date and time the device was programmed to deliver morphine 1mg/ml. No specific programming parameters were provided. After an unspecified length of time it was reported that the patient expired. No specific event details were provided. The customer contact reported the patient's death was due to unspecified medical issues. The customer contact reported the device did not contribute to the patient's death. The customer contact indicated there was a possible unspecified medication error. Though requested, no additional information provided.